Event description:
The physician attempted arteriotomy closure using the closer tsl 6 fr device. The device was deployed and the anterior needle appeared without suture. The device could not be removed from the pt's leg. Field rep present at the case said there appeared to be suture entangled around the device preventing its removal. The device was forcefully removed creating a minor arterial tear and hematoma. Closure was achieved with angioseal. The pt contaminated the site with pt's hand and was given a prophylactic antibiotic.